Manufacturer narrative:
After reviewing the system data logs, the rapidpoint instrument in question was found to be functioning as intended. There were no system or sensor related error events in and around the time of the escalated samples. The qc performance was found to be stable throughout the use life of the installed cartridge. The sensor raw responses were found to be typical and passed the system signal integrity check algorithms. The reported patient results appear to be accurate for the sample as they were presented for analysis. It is also noted that there were significant differences in sample times for the comparative results. The root cause for the alleged discrepancy in potassium results for this patient couldn't be determined.

Manufacturer narrative:
Clarifying information has been requested from the customer. The customer has provided instrument log files. Investigation is underway. The cause of this event is unknown.

Event description:
The customer received a discrepant low potassium result compared to retesting of a different sample on a non-siemens lab instrument. There is no report of injury due to this event.